Event description:
The user reported that the rotator broke during a hand injection on three cases. No harm or injury was reported. This is one of three reports for this complaint. 1721504-2011-00395, 00396.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.